Event description:
It was reported during an ultra drive cement removal procedure, the ultra drive iii console had an alleged malfunction and would not work. Other instrumentation was used to complete the procedure but only after a delay of greater than 30 minutes had occurred.

Manufacturer narrative:
Supplier received the product for functional evaluation. Supplier evaluation found that the device functioned as intended. The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. Supplier received the product.